Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that angioplasty was done with a balloon catheter (subject device) and a stent was deployed for a minor stroke in the right internal carotid artery. A day after the procedure, an asymptomatic cerebral infarction occurred in the treated area. No additional treatment was administered. The patient recovered 11 days later and was discharged.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. However, stroke is a known risk associated with endovascular procedures and is listed as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complications was assigned to this event.

Event description:
It was reported that angioplasty was done with a balloon catheter (subject device) and a stent was deployed for a minor stroke in the right internal carotid artery. A day after the procedure, an asymptomatic cerebral infarction occurred in the treated area. No additional treatment was administered. The patient recovered 11 days later and was discharged.